Event description:
It was reported that in (B)(6) 2016, a 25mm amplatzer amulet left atrial appendage occluder was implanted. On (B)(6) 2023, the patient passed away. An autopsy was performed, and the death was believed to be related to the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient death around 8 years after implant was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Information from field indicated that the death was believed to be related to the device but could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Abbott also requested for patient¿s comorbidities and relevant test or lab reports which were not provided by the field. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - impact code: code 2682 removed.

Event description:
It was reported that in 07 november 2016, a 25mm amplatzer amulet left atrial appendage occluder was implanted. On (B)(6) 2023, the patient passed away. An autopsy was performed, and the death was believed to be related to the device, but this could not be confirmed.